Event description:
A servo ventilator started to alarm when health care provider noticed that the patient was not getting minute ventilation or tidal volumes. Health care provider checked all the tubing, and did not found nothing unusual. The ventilator had an error message that read expiratory cassette was changed. It has not been. Health care provider got the ambu bag with the veletri attached and started to bag the patient and another respiratory therapy got a new ventilator set up for the patient. The patient's oxygen saturation never dropped below 95%.